Event description:
It was reported a angio-seal was deployed in the right common femoral artery (cfa). Later that day, the patient's leg was cold. An examination determined that the patient needed surgery. The post operative report stated "a piece of plastic was removed from the vessel and the anchor, collagen and suture were removed." The device was then sent as a "specimen" to be examined by hospital staff. The vascular surgeon reported that a green piece of plastic was removed from the vessel and was believed to be the source of the occlusion. The pre-deployment angiogram was reviewed and the vessel was reported as large and appeared to be free of vascular disease. There was a large side branch located near the access site. The puncture was reported as having been in good position, above the bifurcation and below the inguinal ligament.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, it is uncertain what the green piece of plastic was that caused the occlusion. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.